Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result at 8:12 am was 3.7 inr. The result at 8:16 am was 4.5 inr. The result at 9:14 am was 4.9 inr. The result at 9:20 am from a laboratory was 4.2 inr. The laboratory method was not known. The result at 9:54 am was 4.4 inr. The customer believed the results of 4.2 inr and 4.4 inr were accurate. The customer did not receive any treatment based on the results. There was no allegation of an adverse event. The doctor advised the customer to lower the dose from 7.5 mg to 5 mg based on lab result of 4.2 inr and meter result of 4.4 inr. The customer had no hematocrit issues, no heparin, no direct thrombin inhibitors, no antiphospholipid antibodies, no new medications, no changes in diet, no additional illnesses, and no bruising. The therapeutic range is 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 266834-21) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 45%, donor 2 hct: 38%. Testing results: donor 1: retention meter with master lot strips: 2.4 inr, customer meter with master lot strips: 2.4 inr. Donor 2: retention meter with master lot strips: 2.9 inr, customer meter with master lot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. The customer stated the same finger may have been used for some of their tests. Product labeling states using the same finger can effect accuracy of results.